Manufacturer narrative:
Result of investigation: failure analysis was able to confirmed the reported issue. This is isolated to blender assembly p/n 51000-40037 s/n (B)(6) rev. R. Inaccurate delivery being out of specification causing the blender to malfunction. The problem is corrected with new o2 (oxygen) blender p/n 16594.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative went onsite. Investigation revealed fio2 (fraction of inspired oxygen) is erratic and intermittent high o2 (oxygen) alarms are triggered mainly above 60%. The gde (gas delivery engine) is an old type and blender calibration is not an option. The customer need to order a gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has high fio2 (fraction of inspired oxygen) alarm. As of this time there is no information about patient involvement associated with this reported event.